Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported upstream occlusion was verified through a review of the event history log by the presence of "upstream occlusion!¿ alarms which were not reproduced during evaluation. Evaluation revealed that the cause was an upstream sensor which was out of calibration. The upstream sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation experienced a false downstream occlusion alarm. The cause was identified to be an out of specification force sensor which was recalibrated to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. During evaluation of the returned spectrum pump, the device displayed a false downstream occlusion message. No additional information is available